Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.